Event description:
Medics responded to a patient in respiratory distress and complaining of dizziness. While monitoring the patient the device screen went blank. A back up device was made available and treatment continued with no adverse outcome to patient.